Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 3.5x12mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left main coronary artery. Pre-dilatation was performed resulting to 85% residual stenosis. A 3.00x12mm synergy drug-eluting stent was deployed to treat the lesion. However, during deployment, a dissection was noted. The physician used another stent to bail the patient out and the procedure was completed. No further patient complications were reported and the patient's status was stable.